Manufacturer narrative:
P-cap locked in place properly during testing. No battery cap damage was noted. Unit was successfully downloaded using thump software. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 2.0 received the lowbatteryalert (104) on 01/05/2026 07:55:00 after more than 7 days at 29.36 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool revealed no relevant alarms to confirm any delivery anomalies or motor anomalies. During testing, no relevant alarms were noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. Unit was also passed self-test. All buttons were tested while navigating the menus, and no unresponsive buttons were noted. Upon peeling off keypad overlay, no damages to the keypad assembly were noted. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted. The following cosmetic damages were noted: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window/cover, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of keypad anomaly were not confirmed when all buttons were responsive during testing. Allegations of motor anomaly were not confirmed when unit tested successfully, and no motor anomalies were noted. Allegations of no delivery alerts were not confirmed when no unexpected alarms were noted during testing. Allegations of battery anomaly were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Allegations of rewind anomaly were not confirmed when the unit was able to rewind successfully during testing. Allegations of label damage were not confirmed when no label damage was noted during visual inspection. Allegations of battery cap damage were not confirmed when no damages to the battery cap were noted upon receiving unit. Overall, unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the buttons on the pump were harder to press and unresponsive at times, the motor sounded louder when rewinding, and the pump triggered random "no delivery" or "block flow" alarms. The customer also stated that the pump had lost its settings. Additionally, the pump had scratches on the screen and bottom, the battery cap was difficult to replace, the belt clip had broken off, the battery life was diminished, and the pump information printed on the bottom had worn off. The customer reported no adverse event. The event involved product(s) mmt-342, unomedical, unk_disposables, and mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-342, unomedical, and unk_disposables. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.